Event description:
It was reported that the patient received an intrathecal baclofen pump implant on (B)(6) 2014. However, there was reported that a programming error occurred. The incorrect concentration was programmed. The pump was programmed to 50 micrograms/milliliter (mcg/ml) at the simple continuous rate of 50mcg/day in the operating room. However, the concentration should have been 500mcg/ml. Reportedly, the patient experienced overdose symptoms, weakness and a multiple sclerosis (ms) exacerbation the patient came back to the emergency department due to significant weakness and was readmitted to hospital on (B)(6) 2015. During the hospital stay, the baclofen dose was decreased to 5 mcg/day and the oral baclofen was decreased and eventually stopped with some improvement in strength. The patient was discharged to rehabilitation. On a follow-up visit to the office during the rehabilitation stay, no adjustment were made to the baclofen pump due to continued weakness. The patient had an ms exacerbation with continued slow improvement in her strength. The patient then went to a nursing home facility for continued rehabilitation and her strength continued to improve. The patient developed some spasms in her legs and was seen for an evaluation on (B)(6) with the consideration of beginning to slowly increase her baclofen pump dose. It was at that time when it was noticed that her pump was programmed incorrectly versus having the wrong concentration in pump. The intrathecal pump was emptied and refilled with 20 ml of baclofen 500 mcg/ml and programmed with a bridge bolus provide her the correct medication with the correct programming. The patient was to be seen ¿tomorrow¿ to see how she was doing and to begin titrating her intrathecal baclofen dose. It was not specified if diagnostic testing or troubleshooting was done, nor if the issue was resolved or the cause of the issue determined. At the time of the report the patient's status was reported as alive-no injury. The patient¿s current status was requested and it was reported that she was to be followed regularly by her managing physician. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Event description:
It was later reported the patient received IV steroids for 3 days as a result of the exacerbation of their ms. The patient had an MRI for the ms exacerbation on the day of report. The patient was recovered to about 75% or ¾ to baseline at the time of report. The patient was discharged form rehabilitation and the nursing home on 2015-(B)(6). At the time of report, the patient was concerned and questioning if the pump was working properly because of all the issues she had already experienced since the pump implant. The pump was used to infuse lioresal (concentration 500 ¿g/ml, daily dose 50 ¿g/day).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the programming error had been resolved. The patient was still getting therapy and rehab at the nursing home. The patient's strength was slowly improving.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID ne u_unknown_prog, product type: programmer, physician. (B)(4).